Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a colonoscopy on the 5th of march. Patient reported their urine was cloudy and very uncomfortable. Patient also reported they were feeling stimulation sensation in their right buttock at times and they were not sure if that was related to the device or not. The patient confirmed to had a lot of improvement of their symptoms when they got the implant but after the procedure on 5th of march they were having their symptoms back. Patient will have an appointment on 12th of march. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported that their baseline symptoms returned and they lost therapy benefit.